Event description:
A nurse reported four pts' presented with extremely painful eyes within 12 to 24 hours following intraocular lens (iol) implant procedures. These four pts were implanted two weeks ago and have been examined by a retinal specialist who diagnosed/confirmed toxic anterior segment syndrome (tass). Anterior segment washouts have been performed on these four pts. She also reported three additional pts presented with extremely painful eyes within 12 to 24 hours following intraocular lens (iol) implant procedures. These three pts were implanted one week ago and have been examined by a retinal specialists for possible tass not yet confirmed. Cultures performed on all seven cases with no results at this time. The intraocular lenses have sterility expiration date of 04/2018 and 10/2018. All implanted by the same surgeon. The nurse and the retinal specialist suspect a specific iol model as this is the only common denominator. There are two medical device reports associated with this event. This file is for the four cases of confirmed tass which required intervention.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lenses remain implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An investigation has been previously conducted by alcon, which shows no evidence of tass related to our product. The product was not returned and not enough information was provided from the account for further investigation. It is unclear how the product could have contributed to this event. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).